Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The stent remains in the patient and the stent delivery system will not be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during advancement of an otw omni-link elite stent delivery system (sds) via an ipsilateral retrograde approach in the pre-dilated heavily calcified common iliac artery, the stent dislodged from the balloon. The sds was removed without resistance with the stent still on the balloon; however, during removal through the sheath, the stent became completely dislodged. The sds was again advanced and inflated to 2 atmospheres to catch the stent. The sds was successfully pushed to and deployed in the target lesion. There were no adverse patient effects, however, a delay in the procedure was reported due to this event. No additional information was provided.